Event description:
The account alleged when the hi/low up switch is pressed at the footboard, the hi/low will raise just a few inches and will stop. When he lets off the hi/low up switch, the hi/low will run back down unintentionally.

Manufacturer narrative:
The account replaced the right siderail cable to repair the bed.